Event description:
It was reported that the customer's blood glucose level was 478 mg/dl. The customer lost her transmitter. She was off her insulin pump for a few weeks because she ran out of supplies. The customer received a sensor end error alarm. The customer was hospitalized on (B)(6) 2014, (B)(6) 2015 due to a low blood glucose level. She was not wearing her insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.